Event description:
It was reported that the procedure was to treat a superficial femoral artery. The 6.0/40 mm absolute pro self expanding stent system (sess) was loaded onto the guide wire, but while the sess was being loaded, a crack was observed in the proximal plastic housing. The sess was not used and a new absolute sess was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found that there was a vertical tear in the outer member 7mm distal to the distal end of the handle, for a length of 3mm. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The crack was unable to be confirmed however there was a tear in the outer member which is likely the damages reported by the account. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.